Event description:
Complaint received reporting balloon inflation failure with use of one 41232-02 8f td catheter, 5 lumen, 110 cm, ra/rv heparin coated, lf. It was reported that on (B)(6), "pt's pa catheter balloon popped. This was noticed by the rn near the end of her shift. The pa cath was pulled back to ra, and eventually pulled out by the fellow." There were no pt injuries and or adverse pt consequences. The catheter device was pretested prior to placement with no inflation issues or abnormalities detected at that time. Device return: one (1) used 41232-02 catheter; threaded on the catheter was a unk MFR/model contamination sheath. MFR's investigation: visual analysis of the "as-received" used 41232-02 td catheter identified damages/tears to the catheter device balloon component. This condition would result in balloon inflation failure

Manufacturer narrative:
Findings: visual assessment of the "as-received" used 41232-02 catheter device recorded balloon component damages. The exact cause(s) of the component damages at this time are unk.